Event description:
On (B)(6) 2012, this patient endovascular treatment using gore® tag® thoracic stent graft for a chronic type b aortic dissection. On an unknown date, a possible proximal type I endoleak was observed. On (B)(6) 2021, a reintervention was performed. One debranch bypass, a left common carotid artery - left subclavian artery bypass, procedure was performed. A conformable gore® tag® thoracic endoprosthesis was implanted proximally to cover the left subclavian artery. The left subclavian artery was embolized by plug (avp2 14mm). Computed tomography angiography verified the endoleak was resolved. The patient tolerated the procedure.